Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed seized motor. The failed motor assembly was replaced.